Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation (orif) of the right thumb on (B)(6) 2019, a 1.1mm drill bit broke off while drilling for a screw. A replacement device was available. The surgeon expressed that he pushed too hard on drill bit and it broke off outside of the patient. The procedure was successfully completed. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for a 1.1mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Part: 03.130.202, lot: f-24401, manufacturing site: selzach supplier: (B)(4), release to warehouse date: 26.april 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot this mre review is for sterilization procedure only part: 03.130.202s, lot: 3l48270, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 21.february 2019, expiry date: 01.february 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured by supplier (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.